Event description:
It was reported that this 980 ventilator did not pass the breath delivery (bd) audio test portion of the extended self test (est). The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. Medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator did not pass the breath delivery (bd) audio test portion of the extended self test (est). The device was available for evaluation. The service personnel (sp) inspected the ventilator and based upon code indicating failure of the bd audio test portion of the est and replaced the bd power controller printed circuit board assembly (pcba) and the bd power distribution pcba. Additionally, sp found background diagnostic codes logged in memory and replaced the inspiratory flow module (ifm) pcba. The ventilator passed all the calibrations and tests as per the manufacturer specifications at the time of service. The bd power controller pcba and bd power distribution pcba were not returned to medtronic. One ifm pcba was returned to medtronic for further analysis. Visual inspection showed no anomalies. The ifm pcba was attached to the failure investigation test ventilator for analysis, powered up but calibration failed. Further analysis found mix accumulator pressure sensor (ps4) on ifm pcba was faulty. If an ps4 failure were to occur while in use on a patient the ventilator response would be to enter backup ventilation (buv) or loss of ventilation (lov). The cause of the bd audio test portion failure of est was isolated in the field to a potential fault in bd power controller pcba and/or bd power distribution pcba. The additional background issue was isolated to a faulty ps4 on ifm pcba. The event is included in trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.